Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a left hip revision. Patient said he has had at least three dislocations over the past three month since his revision, left leg is shorter and has pain and discomfort.

Manufacturer narrative:
Corrected data: date of implant. An event regarding dislocation involving an unknown hip implant was reported. The event was confirmed through medical review. Method & results: device evaluation and results: not performed as the product associated with the event was not available for evaluation. Clinician review: the provided medical information was submitted to a consulting clinician who indicated that " review of the records confirms the occurrence of one dislocation treated with closed reduction. The root cause of this dislocation cannot be determined as insufficient information was available." Device history review: not performed as the product was not identified properly. Complaint history review: not performed as the product was not identified properly. Conclusions: it was reported that patient had at least three dislocations after the left hip revision surgery. Also, the patient had a closed reduction. Review of the available medical records by a consulting clinician indicated that the patient was treated for a dislocation with closed reduction but the root cause of the dislocation could not be identified as insufficient information was available. The root cause could not be determined because insufficient medical information was provided. Further information such as return of device, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient had a left hip revision. Patient said he has had at least three dislocations over the past three month since his revision, left leg is shorter and has pain and discomfort. Update: as per patient, he had a closed reduction on (B)(6) 2014.